Event description:
Note: this report pertains to the second of two malfunctions that were reported for the same procedure. Refer to manufacturer report #3005099803-2008-05560 for details regarding the first device. According to the complainant, during preparation, the physician was not able to backload the wire onto this second cannula. The procedure was completed using a tandem rx cannula device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. The device has been disposed and will not be returned. The device evaluation can not be performed; the cause of the reported malfunction is undetermined.